Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes, but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to close a combination atrial septal defect and patent foramen ovale. Due to sizing the device was removed and a 30mm gore® cardioform septal occluder was then selected and successfully implanted. It was reported that approximately two hours post procedure a pericardial effusion was noted and a procedure was performed to drain 200cc of fluid. The device remains implanted and the patient was reported to be doing well.